Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the up arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 07/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded appropriately to button presses. There was evidence of keypad contamination found under all key contacts. The audio bolus button cover was found to be torn at the center. Unrelated to the complaint, investigation revealed that the display screen was blank. The display was replaced with a test display, and the contrast returned to normal. Investigation also revealed a cracked battery compartment and a vibration motor failure.